Event description:
It was reported that during a ptca/stent procedure in a mid rca lesion, the stent separated from the delivery catheter in a vessel. The stent was being used to treat a dissection that occurred following the initial ptca. A balloon catheter was used to deploy the stent. Additionally, it was reported that two more stents were used to completely repair the vessel. During this procedure the pt was hemodynamically unstable which required medical intervention (intubation, iabp, temporary pacer). The pt was transferred to the ccu where she succumbed to cardiac arrest and ultimately expired the next day.